Manufacturer narrative:
The consumer followed up with the oti sr. Qa customer complaint representative on march 9, 2026 and stated they had a sars-cov-2 nucleocapsid igg antibody titer performed, and the results were negative. Oti explained to the consumer our investigation shows that this lot was not defective and has performed within the expected parameters. Individual test results are subject to a number of variables (particularly when other viruses are present that can cause cross-reactivity), and as a consequence, occasionally produce inconclusive or even incorrect results. The consumer stated they planned on sumbitting the false positive results to the FDA. Oti performed a review of the batch production record. The review did not indicate any abnormalities that would contribute to a false positive result. Lot 6719954 had a batch size of (B)(4) devices. There were four total complaints associated with this lot: three false positives (two from this consumer and one from an independent consumer) and one partial line result. The independent false positive result (3004142665-2026-00002) reported by another consumer was unconfirmed; however, the consumer did not state whether confirmatory testing had been performed. Since oti cannot determine the root cause of the false positive result, this investigation will be closed internally as unconfirmed, and no additional follow up is to be expected. The consumer will receive a replacement test kit. The following information has been added or corrected since the initial MDR submission: b3: date of event. B6: relevant tests/laboratory data, including dates. 6. Adverse event problem (refer to coding manual). Health effect - clinical code (e): 2329. Health effect - impact code (f): 2199. Medical device problem code (a): 1227. Component code (g): 4755. Type of investigation (b): 4115 - 3331 - 4109. Investigation findings (c): 213. Investigation conclusions (d): 67 - 4322.

Event description:
The consumer contacted oti consumer support on 02/11/2026 to report the following: "my husband experienced what seems to be false positives with the inteliswab tests, as seemingly validated by many rapid tests of other brands as well as metrix pcrs. I would like to consult with orasure about what happened and will also be notifying the FDA." Oti consumer support followed up with the consumer on 02/11/2026 and again on 02/18/2026 to obtain additional information and testing details. The consumer responded and provided testing dates along with photos of the test device. The consumer reported a false positive result on (B)(6) 2026 (MDR-3004142665-2026-00001) and another false positive result on (B)(6) 2026. To date, the consumer has not had a confirmatory test performed. On 02/19/2026, the oti senior qa customer complaint representative emailed the consumer to request additional testing details.

Event description:
The consumer contacted oti consumer support on 02/11/2026 to report the following: "my husband experienced what seems to be false positives with the inteliswab tests, as seemingly validated by many rapid tests of other brands as well as metrix pcrs. I would like to consult with orasure about what happened and will also be notifying the FDA." Oti consumer support followed up with the consumer on 02/11/2026 and again on 02/18/2026 to obtain additional information and testing details. The consumer responded and provided testing dates along with photos of the test device. The consumer reported a false positive result on (B)(6) 2026 (MDR: 3004142665-2026-00001) and another false positive result on (B)(6) 2026. To date, the consumer has not had a confirmatory test performed. On 02/19/2026, the oti senior qa customer complaint representative emailed the consumer to request additional testing details.